Event description:
A balloon ruptured at an unk pressure during a percutaneous transluminal angioplasty procedure of a shunt. Another balloon was used to successfully complete the procedure without pt complications. This device was not returned for evaluation. Therefore, no failure analysis will be available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Follow up indicated this balloon was inflated without a pressure gauge which co believes may have contributed to this event. However, without evaluating the device co cannot determine the exact cause for this event. Directions for use state: "do not exceed the normal pressure printed on the product label. Use an inflation handle or a pressure gauge, as appropriate to ensure that nominal pressure is not exceeded... Never manipulate the catheter with the balloon inflated... The integrity of all balloon catheters may be compromised by sharp objects or surfaces. Not recommended for use in calcified lesions."